Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure on the back table, the hospital staff noticed that a ruby coil unintentionally detached while it was being retracted back into its introducer sheath. The detached ruby coil was found prior to use and was not used for the procedure. The procedure was successfully completed using a new ruby coil.